Event description:
The pt received his scs system on (B)(6) 2007 including an ipg. It was reported the pt can no longer activate stimulation. A full diagnostic check was performed and revealed invalid impedance. The pt is scheduled to discuss surgical intervention with his doctor. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.